Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with high blood glucose levels and no delivery. The customer's blood glucose level at the time of incident was 600mg/dl. The customer treated the highs with the pump. Troubleshoot was conducted for no delivery and it was noted the pump was functioning as designed. The customer declined to troubleshoot for the highs.